Event description:
Rptr had silicone gel implants in 1963. She was 35 years old and they have been in 27 years. She is worried they are old and will rupture. Rptr has had eye, tooth and general weak health problems, bells palsy and warts all around waist and under breast. Rptr does not know if they are related. She had 2 warts removed and it had a shingle's-like effect. She is afraid to have any more removed.